Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring, or skin discoloration). Codes: medical device problem code: 2993 adverse event without identified device or use problem. Codes: medical device problem code: correction to disregard 3191 appropriate term/code not available.

Event description:
Dexcom was made aware on 03/06/2023, that on (B)(6) 2020, the patient experienced a skin reaction. The sensor was inserted into the leg, which is off-label usage of the device. It was reported that the pediatric patient experienced a skin reaction with redness, inflammation, infection, a hard lump, and scar, at the needle puncture site, which occurred an unknown number of days after the sensor had been inserted in the leg. The parent reported that approximately 2-3 years ago the patient had an allergic reaction to the sensor wire. The patient suffered an infection and needed surgery to drain the wound as the infection went too deep. The patient also received unspecified antibiotics for the recovery. At the time of the report, the patient had recovered. At the time of contact, it was indicated that the patient had recovered. No additional event or patient information is available.